Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was presumed that torsion exceeding the product's design limit was inadvertently applied on the microcatheter while the tip was being trapped by the heavily calcified lesion. There was no indication of product deficiency. Although no adverse patient effects were reported, the separated tip was not returned; a possibility that some tip fragment(s) might be left in the anatomy could not be completely ruled out. Instructions for use (IFU) states that: [contraindications]: do not use this microcatheter in advanced calcified lesion; [warnings]: do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions]: separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a heavily calcified 99% stenosis in the rca #4 pd. The microcatheter was trapped by the lesion and torsion was applied when the tip broke off. The tip was retrieved by removing the separated tip together with a concomitant guide wire. A new microcatheter as replaced to resumed the pci. The procedure was successfully completed with reestablished blood flow. The physician commented that the tip separation occurred due to torsion that they applied. There were no adverse patient effects.